Event description:
The pt contacted lifescan in 2005 alleging that her one touch ultra meter was prompting the apply sample. The pt had been unable to obtain a blood glucose result due to the reported issue for an unspecified period of the time. She had tested on her other meter and obtained a 76 mg/dl and 71 mg/dl within 20 mins. She describes feeling sweaty and shaky during the time of concern. She was taken to the hosp, where the physician advised her on reasons why her blood glucose level was low. No treatment was administered. The physician also advised her to wait for her next scheduled appointment for further advice. No indication that the pt experienced injury or seek medical attention due to the reported meter. The pt experienced low blood glucose symptoms, obtained low results on her other meter, and did not receive treatment. The meter, test stirps, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.